Event description:
The customer contact reported that, the tip of the dilator frayed while attempting to advance the dilator into a patient. The physician placed the dilator over a guidewire during insertion. The physician made two attempts to advance the dilator; however, the dilator could not be advanced more than 2 centimeters. The dilator was removed. At this time, the physician noted that the tip was frayed. The dilator was replaced and the catheter was inserted. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
One used device was evaluated. Testing found that the dilator was frayed at the tip. This may have been due to force exerted during insertion.